Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that all the buttons on the insulin pump are frequently unresponsive and sometimes don't respond at all. The patient's blood glucose at the time of incident is unknown. The customer confirmed that the pump has not been dropped, bumped, or exposed to moisture. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads and a shifted end cap sticker.